Manufacturer narrative:
Date sent to the FDA: 4/8/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 4/1/2021.

Manufacturer narrative:
Date sent to the FDA: 3/22/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2015 during which the surgeon noted it was adherent to the omentum and the mesh had pulled up into the previous hernia site. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.